Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿failed flow test". The unit was triaged and the reported issue could not be confirmed at this time as the device functioned properly throughout the entirety of this investigation. The device went through and passed both rotor timing and volumetric accuracy testing. The device passed recertification. Also, the device was able to properly alarm for a flow error each time it was simulated. No functional fault was found with the unit. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit failed flow test.

Manufacturer narrative:
Based on additional clarification from the customer on (B)(6) 2018, a reportable event did not occur. Please disregard the previous report. If additional information is received at a later date, reportability will be reassessed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit failed flow test. Upon follow up the customer confirmed that the unit did not fail to alarm and the was not an accuracy issue with the unit. The customer stated there was no other information available.